Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53-55 mg/dl. Suspected cause of bg was due to control iq software not fitting well with the customer's insulin sensitivity. Customer consumed carbohydrates to address bg.